Manufacturer narrative:
Reliability analysis inspected 3 opened and used infusion sets and performed manual prime test using a new lab reservoir along with a 5xx pump. One of 3 infusion sets failed per inspection due to found occluded at p-cap needle. Two remaining infusion sets passed per inspection no occluded anomaly was observed during analysis. (B)(4).

Event description:
The customer's spouse reported via phone call that they received a no delivery alarm. The customer's blood glucose was 355 mg/dl at the time of incident. The customer's spouse performed fixed and the insulin did not exit. The customer's spouse removed the infusion set and found that the cannula was not bent. The infusion set will be returned for analysis.